Event description:
(B)(6): it was reported that dr (B)(6) had a patient with an "extraordinary amount of bleeding" when the tourniquet was removed.

Manufacturer narrative:
This MDR is being filed following a retrospective review of complaints. (B)(6): it was reported that dr (B)(6) had a pt with an "extraordinary amount of bleeding" when the tourniquet was removed; ie, the coag was not working. Attempts to follow-up with the physicians were inconclusive. The generator was returned to the manufacturer for evaluation. The reason for return could not be substantiated. The generator reliably delivered both modes of rf energy during testing. End of report.